Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that this is a known issue and should be resolved in a couple days. Subsequent information was received confirming the issues resolved after implantation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was noted during the implant of this device. No adverse patient effects were reported.